Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0nrm9, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported on (B)(6) 2015 that the patient experienced a loss or change of therapy. The symptoms reported was frequency. The patient felt stimulation. There were no medical procedures/emi that could be related to the issue. The patient shut therapy off for an unrelated MRI procedure of her skull on (B)(6) 2015. There were no trauma/falls reported that could be related to the issue. The patient adjusted stimulation up to 1.5 volts from 1.3 volts. The patient had an appointment with their health care professional (hcp) on (B)(6) 2015. Additional information received from the consumer on (B)(6) 2015 reported that the patient had to have her device removed because she had a mix up where the doctor took an MRI with the device turned off, even though they were told not to. They did the MRI anyway. The patient's device was explanted and they had a new device implanted. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.